Event description:
It was observed during the device evaluation that the gastrovideoscope exhibited a gap in the adhesive at the distal end, which allowed a stain to enter inside the lens through the gap. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 7 years since the subject device was manufactured. Based on the results of the investigation, we have not been able to estimate the cause of the occurrence. The root cause could not be identified. We checked the instruction manual and found that it described cautions related to the phenomena. Instructions: evis exera ii ultrasound gastrovideoscope. Olympus gf type uct180. Important information ¿ please read before use. ¿ do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage can result. ¿ do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. ¿ do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. ¿ do not twist or bend the bending section with your hands. Equipment damage may result. ¿ do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. Olympus will continue to monitor field performance for this device.